Event description:
Customer ran blood tests on two different contour meters and received results of 69mg/dl and 165mg/dl. Tests run within 4 mins apart. The difference between results falls in the "c" zone of consensus error grid. No adverse events alleged. Sending control solution for further troubleshooting. No product expected to return for evaluation.